Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had noise reversion consistent with lead fracture. It was suspected that the lead fracture was caused by patient¿s high activity level. Syncope was noted. The lead was explanted. Due to system downgrade, the lead was not replaced. The patient was doing well post extraction.

Manufacturer narrative:
Correction: previously reported MDR was missing - report source of study.